Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It is observed by our kit booking department from the consumption notice of the customer that the implanted item is expired.